Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support, who provided complete instructions for a pump reset, and the customer successfully restarted their sensor session without the error reoccurring.